Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the monitor connector being stuck inside the trunk connector. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.